Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon was mobilizing with harmonic and he heard a metal on metal noise and then looked at the device and realized that the teflon pad was missing. The surgeon looked where the teflon pad goes and found out that it was outside the patient. The pad and device had been collected for testing. They replaced the device in order to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with the tissue pad detached but returned with the device.the device was tested with a test handpiece and generator and the device did activate. Pad damage occurs, when it is clamped against the blade without tissue (and activated). The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.